Event description:
It was reported by the edwards territory manager that during the transfemoral deployment of a 23 mm sapien valve it was slightly canted the left main coronary cusp landing in a 70:30 aortic position. As a result, the left main coronary artery was partially occluded. The patient was placed on bypass and a stent was placed in the left main coronary artery. The patient was then weaned off of bypass and transferred to recovery in stable condition. Reportedly, prior to the procedure it was discussed that the left main coronary artery was low (approximately 8-10 mm from the native annulus). Prior to the implant of the valve a guide wire was inserted into the left main coronary artery based on the pre-procedure assessment of the left main coronary artery height. Additional information noted there was severe native valve/leaflet calcification, moderate aortic root calcification, and moderate mitral annular calcification (mac). The patient had no septal hypertrophy. The image intensifier angle and coaxial alignment of delivery system and valve were reported to be good. Ventilation was held and there was no loss of pacing capture during valve deployment. The physicians noted that lvot calcification towards the mitral valve possibly moved the valve during deployment.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; severely obliterated sov; and, significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. In this case the exact cause of the events could not be determined, however, patient (low left main height, severe native annular calcification) and procedural factors (aortic and canted movement during deployment due to lvot calcification towards the mitral valve and moderate mac) could have caused or contributed to the aortic canting and resulting coronary obstruction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.